Manufacturer narrative:
This report is for unknown uss mono/polyaxial screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown uss mono/polyaxial screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: schwarzenbach, o. Et al (1997), accuracy of computer-assisted pedicle screw placement, spine, vol.22, no.4, pages 452-458 (switzerland). The purpose of this study is to evaluate the system¿s applicability for regular intraoperative use and its accuracy for pedicle screw placement in vivo. Between august 1994 to august 1995, a total of 29 patients were included in this study. The universal spine system (synthes, waldenburg, switzerland), with a 6mm titanium pedicle screws and 6-mm longitudinal rods, was inserted in all patients through a standard midline approach by the senior surgeon. In the later phase of the study, methods for the human-machine interface were improved, enabling control of most modules and osps (orhopaedic surgery planning system) functions directly by the surgeon from the operating table. The following complications were reported as follows: 6 patients had transient ischialgic pain. 1 patient required revision for persistent nerve root irritation and underwent further decompression. 1 screw at the t12 level had a medial cortex perforation of 0-2mm. 1 screw at the l1 level had a medial cortex perforation of 0-2mm. 1 screw at the l1 level had a lateral cortex perforation of 4-6mm. 1 screw at the l2 level had a lateral cortex perforation of 0-2mm. 1 screw at the l3 level had a medial cortex perforation of 0-2mm. 1 screw at the l3 level had a lateral cortex perforation of 0-2mm. 1 screw at the l3 level had a lateral cortex perforation of 2-4mm. 5 screw at the l4 level had a lateral cortex perforation of 0-2mm. 1 screw at the l4 level had a inferior cortex perforation of 2-4mm. 1 screw at the l5 level had a medial cortex perforation of 0-2mm. 1 screw at the l5 level had a lateral & inferior cortex perforation of 0-2mm. 1 screw at the l5 level had a lateral cortex perforation of 4-6mm. 1 screw at the s1 level had a medial cortex perforation of 0-2mm. This report is for a uss mono/polyaxial screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A copy of the literature article (part 1 and 2 of 4) is being submitted with this medwatch.

Event description:
A copy of the literature article (part 3 and 4 of 4) is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).